Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 433 mg/dl and stated that, her pump has been saying there is a blockage and she has changed it out. Customer reported that, she had issues with insulin flow blocked. Yesterday her blood glucose was 200's mg/dl and 330 mg/dl and suspended when she was trying to give a bolus said insulin blocked changed it and gave correction and it was fine then and today she changed it as it did it again. Customer treated high blood glucose with insulin pump. Customer is using standard. She woke up with blood glucose of 251 mg/dl and no food or drink and changed insulin pump and then blood glucose went up to 433 mg/dl. Assisted customer in performing a 5.0u fill cannula and the insulin exited. Customer advised to change the infusion set. The device will not be returned for analysis.